Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported does not recognize open door which was reproduced. The reported condition was verified. The cause was determined to be out of adjustment hooks. The hooks were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not recognize an open door. The reported event occurred during testing in the biomed service. There was no patient involvement. No additional information is available.